Event description:
Procedure: unk. Reportedly, after several applications the jaws can not open. Then after the tissue was coagulated a small amount of the bleeding was confirmed from the tissue fragment. The surgeon used a new device to complete the procedure.